Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The service history review was performed, and it was confirmed that there was no previous repair noted. Latch lock test was performed, and it was identified that the cassette was locked and seated securely. There was no problem with the lock. The allegation made by the complainant could not be confirmed. However, the probable root cause of the event was due to user error.

Event description:
It was reported that the device's safety latch was too loose, causing the cassette to fall out. The status of product during the event was during use in patient. There was patient involvement and no harm was reported as result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.